Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported constant air in line alarms which were reproduced as a reload set alarm while loading a set. It is noted that there are "air-in-line!" Alarms in the event history log; however, the latest event was (B)(6) 2017 with frequent attempts of use in the log which predominately resulted in "reload set!" In the period prior to device return. Reload set alarms were verified through a review of the event history log and found to be caused by ultrasonic sensor fluid readings out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. There was no patient involvement. No additional information is available.